Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was not able to set ipg into MRI mode dueot high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.